Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that they encountered pump stop and patient developed fever during impella cp support. During support, patient developed a fever and as a result antibiotics were started and blood cultures were drawn. Additionally, it was reported that the patient was having a central line placed and about 20 minutes later the impella console started alarming that the motor current was high and then the pump stopped. Multiple attempts were made to restart the console and an attempt for console exchange was made but pump would not restart. Pump was removed and retained. This complaint is for the third pump (impella cp), please see pc-001975753 for the first pump (cp) and pc-001961913 for the second pump (5.5).

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella pump and guidewire was returned for investigation. Pump stop - data log review showed impella stopped ¿ motor current (mc) high alarm 13¿s at case end. Pump attempted to be restarted more than 5 times. Leading up to pump stop, slight mc uptrend, purge flow increases and purge pressure decreases leading up to pump stop. No placement signal (ps) trends. The returned pump was cut but showed a large impella purge gap, indicative of bearing wear. No other physical abnormalities noted. The cause of the pump stop was bearing wear due to the large impella purge gap seen on the returned pump along with flow metric changes leading up to pump stop. The issue occurring on day 11 of support goes against design trace matrix, which shows cp c9 has an intended design life of 8 days. Fever: the root cause of the fever was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.